Manufacturer narrative:
(B)(4). Date sent: 4/10/2024 d4: batch #623c52 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that one tcr75 reload was received with no apparent damage. The reload was returned fully fired. No functional test could be performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number 623c52, and no non-conformances were identified.

Event description:
It was reported that during an arthroscopic colon resection, an unformed stapler fell during the 1st firing. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 3/8/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.